Manufacturer narrative:
Lab testing: the stepper motor shaft was turned too far one direction allowing the flag on the shaft to interupt both of the optic sensors on the valve's pcb.

Event description:
The ventilator went inoperative while on a patient with error code 215. The patient was bagged without incident.